Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device had resistance when firing. It fired three malformed clips. Second device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Sent 08/28/2006. Information anticipated, but unavailable at this time.